Manufacturer narrative:
Internal complaint number: (B)(4). The device was returned to the factory for evaluation on 02/26/2020. An investigation was conducted on 03/18/2020. A visual inspection was conducted. Signs of clinical use and heavy amounts of blood and tissue were observed on the cannula. The c-ring was observed to be cut in half longitudinally with signs of melting near the flanking curved areas. The scope wash tubing and retention rib remained attached to the cannula. Based on the returned condition of the device, the reported failure "break; c-ring cut" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, while harvesting the saphenous vein theharvester extended the c-ring and noticed it was broken. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2, while harvesting the saphenous vein the harvester extended the c-ring and noticed it was broken. A replacement device was used to complete the procedure. The hospital did not report any patient effects.